Event description:
Koru medical became aware of mw5145051 received through the FDA medwatch program stating "spontaneous. Patient reported the freedom pump keeps shooting out the syringe, and so pt is unable to infuse. Rph explained that syringe goes inside freedom 60 pump, flow rate tubing connected to syringe, and needle set to flow rate tubing. Pt was even sent a new freedom pump. Rph informed pt to infuse hizentra via manual push this time, and rph will email nursing coordinator to call pt at phone number in profile and setup subq teach/train again, if reteaching/retraining doesn't work then cvs can ship another freedom 60 pump. Pt agreed. No missed dose or adverse event reported. Patient has pump on hand for possible return. No further information. Reported to cvs/caremark by: patient/caregiver." Good faith efforts were sent to the initial reporter on (B)(6) 2023 and (B)(6) 2023 for additional information. A response was received providing patient information and the serial number of the device involved. No further information was provided. The device has not been returned to koru for evaluation to date. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Upon reviewing the additional information received by the initial reporter, it was confirmed that this patient is the same patient mentioned in mw5120701. A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.